Event description:
It was reported the pt was implanted with the rechargeable device which they expected to last up to 10 years. After three years with no problems, it stopped working properly. It was reported when the pt "would move, sometimes even breathe, it would go off and on." A lead issue was suspected, but it was also indicated the problem could have been in the pocket. In 2009, the pt underwent surgery to fix the problem. The ins and extension were replaced, but not the lead. Add'l info received indicated prior to the replacement surgery, the pt had mentioned her stimulator would turn on and off intermittently, sometimes due to positional changes. At the time of replacement, her ins was fully discharged. It was not possible to interrogate the device, therefore, impedances could not be checked. Prior impedances had been high, but they were unable to determine if the high impedances were due to the ins, lead, or extension. At the bedside, the physician discussed the option and what was agreed upon by the pt and the surgeon was to only replace the device and extensions at that time. It was felt replacement of the lead would be too invasive. In the operating room, once the new device and extensions were connected to the existing lead, impedances were checked with the physician programmer. All impedances were normal, therefore, the lead was believed to be fine. Reference MFR report #3004209178-2009-02740.